Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an adverse event occurred. The patient noted that she does not have diabetes. She uses dexcom to alert to hypoglycemia caused by noninsulinoma pancreatogenous hypoglycemia syndrome. The patient reported that her parent received an alert for no readings on her follow app. When the patient checked her primary display device, she would get intermittent cgm readings, sporadically. The cgm readings that were low were not triggering an alarm. The patient noted that one cgm reading was 44 mg/dl but she received no alert from the app. The low cgm reading was confirmed with fingerstick. Upon review of her clarity report following the episodes, the patient noted that the low values were missing from the report as well. The patient noted 2 consecutive emergency department visits as a result of missed alerts caused by the app issue (cgm app partial outage). On (b)(60 2024 at 1:30 am, the patient experienced an episode of serious hypoglycemia without an alert from the app and called the ambulance herself. She was presyncopal and attempted to self treat with glucose before passing out and seizing. The patient returned to the same emergency department that she was previously at on (B)(6) 2024 where she was treated again with 1 dose of glucagon and 2 doses of glucose gel. After she was given medication, she was discharged. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings - additional.

Event description:
Data was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined via data. Additionally, it was reported that an audio issue occurred. On (B)(6) 2024 at 9:26 am, the patient¿s estimated glucose value of 55 mg/dl reached their urgent low glucose alert threshold of 55 mg/dl. The urgent low glucose alert was received and sounded on (B)(6) 2024 at 9:26 am at 15 percent volume and re-alerted at 9:31 am at 50 percent volume, before being acknowledged at 9:34 am. No additional patient or event information is available.